Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, updated b3, b5, d4 UDI. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): ¿ltf-s190-5/10, chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
The defect was discovered during an equipment inspection by olympus staff.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the videoscope displayed a purple screen. There were no reports of patient harm.